Event description:
Customer found that the power cable of the control unit (pump) to pressure relieving mattress was damaged by the bed rail mechanism. Tripped electric in bays. The damaged cables could deliver an electric shock to someone thereby causing injury. An alert was send to the staff to check cables and to ensure that all staff make sure they keep cables away from movable bed mechanisms.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo ltd (B)(4). Upon investigation, it was found that 2 similar events of this nature have occurred in the past 12 months, with the most recent being reported on 1000381138-2011-00015. No product was returned to the manufacturer however, the information supplied provided an adequate analysis of the event. There was no patient/user injury related to this event. With all nimbus systems, there is a "power fail" alarm condition in which an audible and visual alarm will activate upon loss of mains power. This is well documented on page 13 of the IFU (B)(4) and would have occurred in this instance. It highlights to the user that an error has occurred and action needs to be taken. Upon review of the IFU, it was identified that the IFU clearly states the requirements of the user and provide safety and warning guidelines on the management of the mains power lead. They are as follows: page iii of the IFU- general safety- safety warnings bullet point #7 states that, "make sure that the mains power cable and tube set or air hoses are positioned to avoid causing a trip or other hazard, and are clear of the moving bed mechanisms or other possible entrapment areas. Where cable management flaps are provided along the sides of the mattress, these should be used to cover the mains power cable." Page 10 of the IFU states a caution message i.e. '"Make sure the mains power cord and tube set are clear of moving bed mechanisms or other possible entrapment areas." Further, the nimbus system has been designed to comply with electrical safety standards such as (B)(4). Based on the above, we can confirm that if the IFU had been followed correctly, this incident could have been avoided. This issue would be classed as a general risk with all beds and mattress systems in hospitals and home care. It is therefore the responsibility of the user to ensure that the mains power cable is positioned so as to avoid any risk to staff and patients alike. Also, as a further improvement to our future product range, all nimbus 4 systems have introduced a cable management system that will help reduce incidents of this nature.